Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29m edwards surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. Patient presented with shortness of breath. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Patient was stable after procedure.

Event description:
It was reported a patient with a 29mm 6900ptfx mitral surgical valve implanted 16 years, nine (9) months, underwent valve-in-valve procedure due to mitral stenosis. Patient presented with shortness of breath. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Patient was stable after procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.